Event description:
Caller stated then they switched to the boston scientific battery because they were rechargeable so patient has a "hybrid system" (caller did not clarify this). Caller reported now patient is having trouble with the boston scientific battery and stated patient's neurosurgeon is looking at putting in the updated version of the (B)(6) batteries that are rechargeable. Caller reported due to the problems patient is having with their boston scientific implant patient's dr is looking at switching patient to the (B)(6) implant. Caller inquired about compatibility of patient's current leads with the (B)(6) rechargeable implant. Agent reviewed information about [(B)(6) deep brain stimulation] implant/compatible leads and redirected caller to patient's healthcare provider to further discuss and to contact local representative if needed. Caller stated they were sure it was a neurosurgery decision about what modifications they made with the extension to allow for the boston scientific battery to be placed (caller did not clarify this). Documented information provided regarding allegation against non (B)(6) device (boston scientific implant). Patient rep called back. They said they got both the boston scientific devices removed on (B)(6) 2026 and replaced with two (B)(6) devices. The reason they got them replaced was the left side was acting like it was frying their brain when they were recharging. Patient said they aren't doing that again, and thankfully the doctor agreed to replace both devices. They couldn't find anything wrong with the devices that was causing the issue. The first time they experienced the issue was probably six months ago, but it was just getting worse. The doctor was dr. Cheng, (first name asked unknown). "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Pt: 2330. Device: 2892. Reference report mw5190221. This report captures stimulator, electrical, implanted, for parkinsonian tremor # 2.